Event description:
A report was rec'd from the USA, stating that the cord became detached. The device was being used during surgery. No injury or medical intervention occured. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).